Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the animas received notfication, alleging a other (unusual issue) issue. The pump's wires were reportedly exposed. Animas customer technical support has made multiple attempts to obtain additional information and was unsucessful. There is no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 05/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2017 with the following findings: during investigation, no damage was found to the pump case. No exposed wires were found, and no defects were found related to the reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.